Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for unspecified monofocal lens with the reason of halos constantly with blurry vision, impacting daily life. Clinical reason for explant mentioned as dysphotopsia. Additional information has been received stating that the lens were replaced with noncompany lens. The patient had good postoperative appearance working on ocular surface with no patient harm. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned inside a plastic specimen jar. The lens was cut into two pieces, typical of an insertion and removal. The lens was cleaned with klrp to evaluate. The anterior optic surface was scraped in the optic center and scratched near the cut line of damage. A power (sphere and cylinder) and optical resolution retest could not be conducted due to the lens damage. A device history record review and a non-conformance-based review of the lot was performed and did not reveal any potential contributing factors to the reported complaint. All corresponding production release specifications defined in the device master record were met. Qualified associated products were used. The root cause cannot be determined for the reported complaint. The lens was cut into two pieces, typical of an insertion and removal. Each lens is subjected to a 100-percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. A power (sphere and cylinder) and optical resolution retest could not be conducted due to the lens damage. The company specific (1.50 cyl.) 21.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a noncompany monofocal 21.0 diopter lens. Due to the exchange of a multifocal toric lens for a monofocal lens and the same diopter would suggest that a monofocal may have been an improved selection for this patient¿s vision needs. Information was provided that the patient has pre-existing of des (dry eye syndrome) and mgd (meibomian glad dysfunction). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.